Event description:
According to the reporter, intra-operatively, the reload was connected to the stapler, the surgeon fired the device, but it could not be fired. The device was removed from the tissue by additionally resecting the tissue. There was no patient injury reported.